Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the plastic of the head is torn. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection identified damages on the conical taper and outer spherical surface. Dimensional analysis determined that the spherical diameter was oversized due to damage. All other dimensions were conforming to print specifications. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.